Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the fenestrated bipolar forceps instrument. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post-failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one tip of the fenestrated bipolar forceps instrument came loose. A fragment fell and was retrieved in the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.192" x 0.585" was found to be broken off and was not returned. Additional observation(s) not related to the customer reported complaint: the instrument was found to have scratch marks/abrasions on the edge of the bipolar yaw pulley. The scratch marks/abrasions were found on both side of the bipolar yaw pulley. No thermal damage was observed. The instrument was found to have damage of the conductor wire¿s insulation. The conductor wire's insulation found gouged at yaw pulley distal end with no exposed internal wire. No missing piece of the insulation wire. The instrument passed electrical continuity test.